Event description:
Reported by hospital staff as "port fracture/malfunction." Unable to verify, clarify or substantiate reported event with physician or hospital at this time.

Manufacturer narrative:
Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted damage from a sharp instrument to the band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port). There was no indication of wear related damage to the portion of the lap band system returned. The lab was unable to duplicate or confirm the reported event. Further information from the reporter regarding serial number, explant and implant date has been requested. Inamed is unable to determine what is meant by the reported event of "port fracture/malfunction" until additional information is received or the port is returned for analysis. Device labeling addresses damage to the access port as follows: caution: care must be taken to avoid damaging band, its inflatable section or tubing, the access port or the calibration tube.